Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump received motor error and motor position encoder alarm. The customer's blood glucose was high at 390 mg/dl. The customer's mother also stated about under delivery. Advised customer to disconnect from the pump. The insulin pump will not be returned for analysis.